Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank) was confirmed due to the screen being cracked. The monitor display was fully functional after a known good display was used. Upon further investigation, a reportable malfunction was found. The rear response button was found to be non-functional due to the rear button¿s flexible pcb being pulled from the ca board. The cause of the non-functional response buttons is the creased trace. The root cause of the creased trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.